Manufacturer narrative:
A medtronic representative went to the site to test the equipment. When installing a new computer onto the navigation system, the representative reported that cables were missing resulting in a no input being shown on the navigation system. The cables were then replaced to resolve the no input issue. The computer was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), difficulties were being discovered during registration. It was reported that the tracer registration would be completed with a proper pattern, and the registration on the right side of the anatomy would be lost. It was reported that the procedure was cancelled and sent to another surgery center for completion. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.